Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy for atrial arrhythmia. The rhythm appears irregular with some changes in morphology and it increased to the ventricular tachycardia (vt) zone, where the morphology appears to change after the first shock. The therapy was exhausted. The ICD remains in service. No additional adverse patient effects were reported.